Event description:
Lumbar drain discontinued without resistance. Tip not intact. Md spoke with the patient immediately following the removal of the lumbar drain and explained to them that during the routine removal of the lumbar drain, a portion of it dislodged and remained in the patient.

Event description:
Lumbar drain discontinued without resistance. Tip not intact. Md spoke with the patient immediately following the removal of the lumbar drain and explained to them that during the routine removal of the lumbar drain, a portion of it dislodged and remained in the patient.